Event description:
It was reported that the anesthesia system failed the pressure transducer, safety valve and leakage tests during system checkout. In the logs alarms for airway pressure high were found. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by our field service engineer. It was found that the tubing area in the equipment was wet (patient cassette and the internal tube that goes to the inspiratory pressure sensor). The parts were disassembled, and the wet areas were dried and patient circuit was replaced. The system was successfully tested. No parts other than the patient circuit were replaced. No part was returned. Our evaluation of the log shows that the system checkout failed several times on the date of the event. The log also shows that alarms for airway pressure high, respiratory rate high and peep low were generated in the last treatment period before the system checkout failed. There are no recorded technical error codes in the log, which indicate the absence of technical malfunctions in the system. The conclusion based on the field service engineer investigation is that the reported failure during system checkout was caused by the high humidity found in the system. The alarm for airway pressure high, respiratory rate high and peep low found during the last treatment period were most probable also a consequence of the high humidity in the patient circuit. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
Manufacturer's reference #: (B)(4).